Event description:
It was reported that the previous inflatable penile prosthesis (ipp) device was explanted due to fluid loss and the device no longer pumped saline into cylinders. A 24cm x 12mm ipp was implanted. No further patient complications were reported in relation to this event. No further information has been provided.

Event description:
It was reported that the previous inflatable penile prosthesis (ipp) device was explanted due to fluid loss and the device no longer pumped saline into cylinders. A 24cm x 12mm ipp was implanted. No further patient complications were reported in relation to this event. No further information has been provided. Additional information was received indicating that the ipp was stuck in a locked state and failed to cycle. The ipp was originally implanted on (B)(6) 2018. The explanted ipp was returned for investigation.

Manufacturer narrative:
Summary: the complaint component was returned and analyzed, and the reported allegation of inflation issues was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Correction to follow up type, device evaluated by MFR, and evaluation codes: event coding changed to reflect the analysis results.

Manufacturer narrative:
Updated with additional information. Implant date recorded. (B)(4).

Event description:
It was reported that the previous inflatable penile prosthesis (ipp) device was explanted due to fluid loss and the device no longer pumped saline into cylinders. A 24cm x 12mm ipp was implanted. No further patient complications were reported in relation to this event. No further information has been provided. Additional information was received indicating that the ipp was stuck in a locked state and failed to cycle. The ipp was originally implanted on (B)(6) 2018. The explanted ipp was returned for investigation.